Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown saline implant. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with an unknown saline breast implants which the right side deflated after implantation. As a result patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. White and grey material were observed on the shell surface. During visual examination of the device, pe observed a crease on the posterior view extending to the anterior. Parallel lines of shell abrasion were also observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. A rent was discovered within the shell abrasion measuring less than 0.1 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and grey material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).